Manufacturer narrative:
This medwatch is for suspect device in coaguchek system 1. Reference medwatch with pt for suspect device in coaguchek system 2.

Event description:
Caller states the pt tested 2.9 inr on coaguchek system 1 and 3.9 inr on coaguchek system 2. No action was taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent. Comparison performed in a medical facility.